Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue.

Event description:
It was reported to boston scientific corporation that a wallflex colonic soft uncovered stent was implanted in the descending colon to treat a malignant tumor during a colonoscopy with stent placement procedure performed on an unknown date. The patient's anatomy was tortuous and was not dilated prior to stent placement. During the procedure, the stent was fully deployed before reaching the point of no return marker on the handle, consequently, the stent was deployed in an incorrect location. Another wallstent colonic stent was placed stent-in-stent to complete the procedure. There were no patient complications reported as a result of this event.